Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a trans femoral cerebral angiography interventional procedure using a 5f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. During observation of the prostyle device after removal from the patient it was noted that the foot of the device had separated. The location of the separated posterior foot was not known. The patient's condition was going to be checked continuously during hospitalization. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss and foot separation was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. In this case, it is possible anatomy or inability to maintain position/stability of the device which led to the needle trajectory becoming deflected, resulting in a cuff miss. The deflected needle likely struck the foot plate breaking/damaging the foot. The treatment and foreign body in patient appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.